Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level reached 16 mmol/l (288 mg/dl), while wearing the pod between 24 and 36 hours. They reported being at school when bg levels became elevated and they had to remove the pod from the infusion site (abdomen). The patient reported when removed, the cannula was found to be bent. As treatment, the patient had some water, changed the pod and administered a bolus.